Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the power cable insulation on the 9800 system was cut and wires are visible. There was no report of operator or patient injury.